Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she got failed self test alert. The blood glucose level was unknown. The self test was failed. The self test was interrupted by the rf test failed. The troubleshooting was performed. The customer was advised to discontinue from the pump and revert to back up plan. The pump being returned for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed self test alarm during self test, problem isolated to rf board. Insulin pump passed displacement test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery, occlusion and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test.